Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. Review of the device data indicated the power consumption has increased due to the atrial tachycardia/atrial fibrillation burden. The field was advised to program the device to a non-atrial tracking mode with atrial sensing off and the power consumption will reduce. No changes have been made at this time and the pacemaker remains in service. This was confirmed to be normal device operation and no adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.